Event description:
It was reported that during a da vinci-assisted umbilical hernia with intraperitoneal onlay mesh (ipom) repair procedure, the tip of the force bipolar instrument was bent and could not be removed. The surgeon used a needle driver instrument to align and close the tip of the force bipolar instrument. However, a piece from the force bipolar instrument broke off and fell inside the patient. It was further reported that the piece that broke off was below the trocar in plain sight and the entire piece was removed. After removal, a backup instrument was used to complete the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found with a bent grip, causing side to side misalignment of the grips. There was a 0.024¿ offset at the tips. Additionally, further inspection identified a broken grip tip at the near the distal end of grip. The missing piece was not returned with the instrument.